Manufacturer narrative:
Date sent to the FDA: 11/13/2020. Additional h-3 summary: a picture was received for evaluation. Upon to visual inspection of the picture a box and a sealed foil packet of the product could be observed. No samples with needle pull off were noted. No conclusion could be reached as on what caused that the thread loosed from the needle since device was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(6) 2020. Additional information: d9, h6. H6 component code: g07002 ¿ conforming device. Additional h3 investigation summary: an unopened sample of product code v393g, lot # pabgldq0 was received for evaluation. During the visual inspection of unopened sample, no defects were found on the package. The sample was opened, and swage and attachment area were noted to be as expected. No needle pull of was noted. The suture was dispensed without problems and no damaged could be noted. A functional test was performed and the pull force were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number pabgldq0, and no non-conformances were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: was the needle removed from the patient during the same procedure? The needle was removed, it fell down on the patients clothes. Procedure date? (B)(6) 2020. How was case completed? Got assistance from the quality team. Any adverse patient consequences, and what medical/surgical intervention was performed to manage them? No consequences. Are samples being returned for evaluation? The broken suture has been thrown away, they will sent suture from the same box.

Event description:
It was reported that a patient underwent a dental procedure on (B)(6) 2020, and suture was used. During the procedure, the thread loosed from the needle while suturing, and the needle feel down on the patient's clothes. The needle was removed. There were no adverse patient consequences. No additional information was provided.